Manufacturer narrative:
The investigation has determined that a non-reproducible, higher-than-expected troponin es result was obtained from a single patient sample when using vitros troponinies (tropies) reagent lot: 6060 on a vitros xt 7600 integrated system, the assignable cause of the non-reproducible higher-than-expected patient sample result could not be determined. There were no issues reported with the qc fluids processed at the customer site, and no concerns were raised regarding the accuracy or precision of the vitros assay. A review of the customer's historical qc results for vitros tropies lot: 6060 determined them to be within expectations. However, the customer does not process a control fluid with a troponini concentration at or below the url. Therefore, the performance of the vitros tropies reagent lot: 6060 at or below the url concentration of 0.034 ng/ml cannot be determined, and a reagent issue cannot be entirely ruled out as a contributing factor to the event. Within run precision testing indicates that the vitros xt 7600 integrated system was performing as expected around the time of the event. Therefore, an instrument issue can be ruled out as a contributor to the event. In addition, pre-analytical sample processing cannot be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropies reagent lot: 6060.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher-than-expected troponin es result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent lot: 6060 on a vitros xt 7600 integrated system, patient 1 vitros tropi es result of 0.247 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher-than-expected vitros tropi es result of 0.247 ng/ml was reported from the laboratory. However, a corrected report of <0.012 ng/ml was later issued for the patient. No treatment was initiated, altered or stopped based on the reported tropi es result. There was no allegation of harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).